Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up and reported that he had been experiencing muscle stimulation for approximately six months. The lead was capped and replaced successfully on (B)(6) 2016, the patient tolerated that procedure well and would continue to be followed.